Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an pocket infection. The source of the infection was unknown. The pacemaker was explanted on (B)(6) 2019. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.